Manufacturer narrative:
Thump software was utilized and uploaded trace/history files properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals several no delivery from (B)(6) 2024 until (B)(6) 2024. On (B)(6) 2024, triggered a no delivery at 13:07:16 during bolus. On (B)(6) 2024, triggered a no delivery at 15:14:57 during bolus. On (B)(6) 2024, triggered six no delivery starting at 13:03:36 until 16:56:22 during bolus. On (B)(6) 2024, triggered a no delivery at 06:39:28 during bolus. On (B)(6) 2024, triggered a no delivery at 06:26:10 during bolus. On (B)(6) 2024, triggered two no delivery at 06:49:52 and 06:50:42 during bolus. On (B)(6) 2024, triggered four no delivery starting at 12:51:28 until 12:56:38 during bolus. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: label damage (faded), pillowing keypad overlay and cracked keypad overlay. In conclusion, no delivery alarm was not confirmed during testing. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Cosmetic damage confirmed at the keypad select button when cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-864a, mmt-1884. Customer reported insulin flow blocked alarm (past/resolved event). Troubleshooting was performed. Issue was resolved. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-864a. Mmt-1884 was requested and customer response was the device will be returned.